Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to sensor error, the wire was visible protruding from her skin at the sensor insertion site. Patient removed the wire from her skin. At the time of her call to technical support, patient reported a slight bruise, but that she is in fine condition. No medical intervention required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.